Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels. The customer reported a blood glucose reading of 91 mg/dl at the time of the call. Troubleshooting was performed and found that insulin leaked from reservoir into the insulin pump.